Event description:
Information received indicates the head hi/low up function of the bed does not work.

Manufacturer narrative:
The hill-rom technician replaced the head hi/low solenoid valve to repair the bed.